Event description:
It was reported that an increase in the defibrillation impedance was observed on the right ventricular (rv) lead. Rv lead damage was suspected, but was unable to be confirmed. Technical support was contacted and provocative testing was performed, but no further intervention has been performed at this time. The patient was stable and will continue to be monitored.